Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the gear was broken, torn off and the device worked with little power. It was also determined that the device failed pre-test for check function of the soft mode switch (safety system). Upon further evaluation of the device it was determined that the failure of little power could not be re-produced, the equipment has "thunked" the gear system possibly due to lack of maintenance (lubrication), use of blunt tools and inadequate procedure for the equipment and poor cleaning technique. Therefore, the reported condition was not confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device ran with low power. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.